Manufacturer narrative:
E1 reporting institution phone # (B)(6). A philips authorized service personal (asp) evaluated the device and found that the sound issue was due to a setting configuration issue. The asp adjusted the sound setting to resolve the issue. The device was confirmed to be operating per specifications and no failure was identified. The device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported there is no sound. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.